Event description:
The patient received therapy for a vt episode and following the shock noise was noted on the non abbott leads. The noise was provoked by pocket manipulation. Defibrillation threshold testing (dft) was done and the decision to explant the device was made. The patient is in stable condition.

Manufacturer narrative:
The anomaly observed in the field was confirmed via reviewing of the stored egms, showing noise on the atrial channel. The device was evaluated and found to be normal in the laboratory.